Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, the user states that the lens was blurry. The timing of the event is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. Per user, the device will not be returned for further evaluation. On 13-dec-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04oct2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information. G2: report source (check all that apply). G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.